Manufacturer narrative:
This report is submitted on august 09, 2021.

Event description:
Per the clinic, the patient experienced swelling and inflammation (specific date not reported) at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.